Event description:
Event description guidant received information that inconsistent r wave and impedance measurements from normal to greater than 3000 ohms were noted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead. Under x-ray a subclavian crush was seen. Since it could not be determined whether the issue was device or lead related, both were replaced. No adverse patient effects were noted.